Event description:
It was reported that during several surgical procedures at the user facility the drill was overheating. Back-up equipment was used to complete the procedures. Several clinically not significant delays between 5 and 20 minutes were reported. However, no adverse consequences and no medical interventions were alleged.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed, if additional info is received and requires reporting.